Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 03/07/2025-03/08/2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pressure test and clear passage test was performed, and the defect was observed at second y-sites (clearlink). The autopsy was performed to both y- sites clearlink and a hole at the gland was noticed. The reported condition was verified. The cause was due to material related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow (leak) from the y-site (clearlink) of a clearlink system continu-flo solution set and solution "came out the wrong direction". This event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.